Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ display issue has been completed. The console logs were not available and were not necessary to this investigation. The console was visually inspected and was observed to have significant lcd screen flicker. The root cause for the aic display issue was most likely a defective lcd screen. D2 common device name revised on manufacturer device report 1220648-2024-12910 in accordance with updated procedures. E2 and e3 were revised on manufacturer device report 1220648-2024-12910 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-12910 in accordance with updated procedures.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Note: initial reporter information is unknown and therefore section e 1 section is blank (excluding country). Upon receipt of initial reporter or any relevant information, a supplemental report will be submitted.

Event description:
It was reported the automated impella controller was received into service depot and during operation check, horizontal noise was observed on the display screen. After isolating the problem, the display was replaced, and the problem was resolved without recurrence. There was no patient involvement.